Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was noted on the right atrial and ventricular leads. The device dependent patient was asymptomatic to the noise. The leads were capped and replaced on (B)(6) 2018. A new system was implanted on the right side. The patient was fine.